Event description:
It was reported that the patient died approximately three months post system implant. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. (B)(4), proximal segment of the lead was returned and analyzed. No anomalies were found. All conductors were stretched, and there was apparent explant damage. Visual analysis was performed only. (B)(4), proximal segment of the lead was returned and analyzed. No anomalies were found. All conductors were stretched, and there was apparent explant damage. Visual was analysis performed only.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. (B)(4), proximal segment of the lead was returned and analyzed. No anomalies were found. All conductors were stretched, and there was apparent explant damage. Visual analysis was performed. (B)(4), proximal segment of the lead was returned and analyzed. No anomalies were found. All conductors were stretched, and there was apparent explant damage. Visual was analysis performed.

Event description:
It was reported that the patient died approximately three months post system implant. The cause of death has been requested and not received. Based on follow-up received, the patient was seen for a pacemaker check approximately three months prior to the patient's death. The pacemaker was functioning normally. The patient later died in hospice care. The cause of death was renal failure, nephrosclerosis, and hypertension.